Event description:
A non-healthcare professional reported that, following an intraocular lens (iol) implantation procedure, the patient experienced glare, halos affecting his daily life, and his vision was unacceptable and uncomfortable to drive at night. The iol was replaced with a company monofocal iol 10 months, 6 days after the initial implant procedure. The clinical reason for explant was positive dysphotopsia. The surgeon¿s prognosis indicated a good postoperative appearance. Additional information has been requested however no further information available.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
Corrected information provided in b.5. Additional information was provided in h.6., and h.11. The lens was returned in a specimen cup. Blood and solution was dried on the lens. One haptic was broken (possibly cut) from the haptic/optic junction area. The optic was cut in half, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. A device history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the extensive optic damage. The file indicated that the multifocal company lens with 23.5 diopter (add power +2.2/+3.2) lens was replaced with a monofocal company lens with 23.5 diopter lens. Due to the exchange from a multifocal lens to a monofocal lens may suggest that the replacement lens model may have been an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.